Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 267 mg/dl at the time of the incident. The customer¿s current blood glucose level was 154 mg/dl. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer had contacted their healthcare provider¿s for high blood glucose. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.